Event description:
It was reported that the pump displayed air in line sensor failure. There was no patient involvement. The investigation identified an air detector sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable. The air detector sensor was replaced and the device passed all testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the air detector sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The air detector sensor was replaced and the device passed all testing.